Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for pacemaker device. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.